Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/16/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the doctor used this lot in the competition and the needle was pull off. Product code w8704 (lot meh887) in picture, it¿s not involved to this complaint. Customer just used it for testing. This complain only focus on prolene everpoint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: two pictures were received to ethicon inc for evaluation. Upon visual analysis of the pictures received, it was observed three labeled winding formers with product code ep8704slh/qlbbkh and a labeled winding former with product code w8704/ meh887 and several needles detached from the sutures, the product is double armed, needle sales type cc175-8, suture diameter 7-0" and length 60 cm in both product codes. The pictures were not clear to determine the assignable cause or that needles belong to each code since the needles are everpoint and multipass. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a workshop on (B)(6) 2021 and suture was used. During the workshop, the needle was pull off easier than usual. There were no patient involved. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was lot meh887 involved in the workshop? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-10682 and 2210968-2021-10959.